Event description:
Post operative infection.

Manufacturer narrative:
The device was not returned to atrium for eval. Due to limited info - a lot history record review could not be performed. Cause of event could not be determined.